Event description:
The user reported that the switch started to smoke. Our investigation found that some of the wires had pulled free from the circuit board and shorted a resistor which caused the smoking.

Manufacturer narrative:
The user reported that the switch started to smoke. Our investigation found that some of the wires had pulled free from the circuit board and shorted a resistor which caused the smoking. Our switch supplier has enacted several CAPA projects since this unit was manufactured to bolster the connection of the wire to the circuit board.